Event description:
When opening syringe packages, a noticeable amount of particulate matter would accumulate on the floor of the sterile hood. When this process was reproduced, we found that several particles between 1 to 4 millimeters would slough off the inside of the package after opening only one syringe package.